Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The investigation was unable to determine the cause of the customer¿s allegation. The information provided by the customer did not suggest a deviation from the instructions for use (IFU) by the customer. IFU warns on insufficient reprocessing by stating ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿ if additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device

Event description:
The customer reported the evis exera iii colonovideoscope tested positive for an unexpected contamination. The scope had recurrent bacteria growth. The customer noted the scope had growth the last two times despite reprocessing. No damage was noted on the scope. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
The cleaning, disinfection, and sterilization (cds) was performed by the customer. There was no patient infection and there were no deviations, deficiencies or concerns in reprocessing. Pre-cleaning was completed immediately after the procedure and water was aspirated through the instrument/suction channel with a suction pump. The scope passed a leak test and sekusept multienzyme was used as a detergent for manual cleaning. The instrument/suction channel and instrument channel port were brushed during manual cleaning. Manual disinfection was done using sekusept. All channels were flushed and immersed into the disinfectant, filtered water was used for the rinse after disinfection, and the concentration and expiration date of the disinfectant was controlled. An olympus etd automatic endoscope reprocessor (aer) was used with olympus endoact as the detergent and olympus endodis as the disinfectant. All channels were connected with tubes when setting up the washer, the concentration and expiration of the disinfectant was controlled, the water quality of the rinse water was controlled with uv light, and the water filter was replaced periodically in accordance with the instruction for use. The scope was dried using the aer and was stored in an olympus ecd plus drying cabinet. After the device was returned to olympus, it was sent out for additional testing. The microbiological analysis report indicated the channels of the scope were cultured and the results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. During device evaluation at olympus, it was found the up/down knob could not be locked securely due to wear of the forceps elevator lever, the forceps channel port had corrosion, water tightness was lost due to a crack on the scope cover unit, insulation resistance values at the distal end did not meet the standard value due to a scratch on the bending section cover, the bending angle in the up direction did not meet the standard value due to wear of the angle wire, the image guide protector was cut, the scope cover was cracked, the objective and light guide lenses were chipped, the bending section cover adhesive was worn, and the universal cord was buckled. This event is under investigation. A supplemental report will be submitted upon receiving additional information.